Manufacturer narrative:
(B)(4). The service engineer found that during testing the ventilator buzzer alarm would not sound. The controller printed circuit board (pcb) was replaced.

Event description:
It was reported that during service the ventilator buzzer alarm would not sound. There was no patient involvement.